Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that the event involved a male patient while in the coronary care unit. The chief inserted the intra-aortic balloon (iab) through the sheath with no issues. When the iab was placed, the iab was unable to perform inflation/deflation and the device alarmed "large helium leak detected." As a result, the iab was removed and not used. A new iab was inserted successfully. There was no medical/surgical intervention required. There was a unknown time of delay or interruption in therapy noted. There was no report injury or complications. The patient outcome per the chief of cardiac care unit is "the patient died due to poor condition. The chief did not relate the patient death to this default iab." Additional information received on (B)(4), 2011 from the distributor stated the iab, prepped per instruction, was inserted through the teflon sheath via the right femoral artery. Yes, the customer vacuumed the balloon before insertion with no problem found. Delay or interruption in therapy was found immediately after insertion, so the iab was replaced immediately. The patient expired 2 to 3 hours after iabp support.